Event description:
It was reported that the emergency room physician wanted a review of reports. Technical services (ts) reviewed the reports and noted that there was potentially loss of capture (loc) on this right atrial (ra) lead. Ts recommended following actions. The physician planned to refer the patient to a cardiologist. The lead remains in use. No adverse patient effects were reported.